Manufacturer narrative:
The customer was unable to have the gliderite single-use stylet - small returned to verathon for evaluation as it had already been discarded. Since the device was not returned to verathon for evaluation, the cause could not be determined. Follow-up information received from the customer reported that the et tube used with the stylet during the reported incident was an avanos microcuff 3.0mm et tube. A photo was provided of a representative, unused stylet showing the location of the breakage which indicated to be above the curved distal portion. The customer reported that the stylet was angled appropriately during its removal from the et tube. Trending analysis for the gliderite single-use stylets does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported while intubating a patient using a gliderite single-use stylet - small, the stylet snapped while trying to remove it from a 3mm endotrachial (et) tube. It was reported that a portion of the broken stylet remained inside the et tube but users were able to successfully remove the broken piece without needing to replace the et tube. It was confirmed that no part of the stylet was left in the patient and no harm to the patient was reported.